Event description:
It was reported that during a routine follow-up of the implantable cardiac monitor (icm), the device displayed episodes of asystole and bradycardia as well as diminished r-waves. All episodes occurred within four days of implant and appear to be falsely triggered due to unstable electrode contact that stabilized as the device pocket healed. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).